Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy/polypectomy procedure on a male pt. According to the complainant, the device was removed from the package, and inserted into the scope. After passing the resolution clip through the scope, it was noted the device handle was resistant. Movement of the handle forward to deploy the clip was difficult. The orange and white handle broke into pieces, after deployment of the clip. The clip became detached and fell off into the pt. The physician completed the procedure with a second resolution clip device. There were no pt complications reported as a result of this event. The pt's condition was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.